Event description:
Three screws were broken during a revision procedure while attempting to remove them. Portions of the screws were left embedded in the bone. The surgeon was able to complete the repair and there was no patient injury as a result of this situation. Problem did cause a 1-hour extension to the case.